Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had oversensing. The lead was cut, capped, and replaced. No patient com plications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was suspected of a possible lead fracture. The svc (superior vena cava) coil portion of the hv (high voltage) lead had high/unstable impedances. The svc coil portion of the lead was programmed off and the rest of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419388 lead implanted: 2003-(B)(6); 407652 lead implanted: 2012-(B)(6). (B)(4).